Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022 sept 21. H6: investigation summary one sample and two photos were provided to our quality team for investigation. Through visual inspection, a loose grey fuzzy-like particulate was observed. Fourier transform infrared spectroscopy (ftir) analysis result showed that the foreign matter was silicone used in the manufacturing process. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. It is most likely a buildup of dust and silicone. The batch number is unknown so corrective action determination and device history record review could not be performed. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: debris found inside the syringe.

Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: debris found inside the syringe.